Manufacturer narrative:
On 10/10/2019 mentor became aware that it erroneously omitted the following statement from the initial report submitted on that same date: a manufacturing record evaluation (mre) was performed for the finished device number 5936758, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: during evaluation of the sample a crease running from the anterior aspect to the posterior aspect ending in an area of shell abrasion was found. During leak testing a tear measuring less than 0.1 cm was revealed within the crease on the posterior aspect. Also, delamination of the patch with no evidence of leakage was noted. No other anomalies were discovered. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. Possible causes of rupture of gel-filled implants include, but are not limited to, the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. This report contains supplemental information for mentor psr reference number (B)(4) . This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Reason for device explant and/or reoperation: rupture/pain. Concomitant medical products: 475cc mentor memorygel breast implant, catalog #3504751bc serial number (B)(4). Manufacturer¿s reference number: (B)(4) .

Event description:
It was reported that a (B)(6) caucasian female underwent breast reconstruction revision with a 475cc mentor memorygel breast implant. The patient started to feel discomfort on the right side. The doctor confirmed right side breast implant rupture. As a result, the device was explanted, and replaced with 295cc mentor memorygel breast implants on (B)(6) 2019. This report contains supplemental information for mentor psr reference number (B)(4).